Manufacturer narrative:
Age at time of event: over 70. (B)(4).

Event description:
It was reported a loss of aspiration occurred during use. An 2.1 jetstream® xc atherectomy catheter was being used for an atherectomy procedure in the right superficial femoral artery. Aspiration was initiated inside the body. However after 2 passes, the device lost aspiration. The procedure was completed with a 2.4 jetstream® xc atherectomy catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done and the test results showed that the device did perform as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a loss of aspiration occurred during use. An 2.1 jetstream® xc atherectomy catheter was being used for an atherectomy procedure in the right superficial femoral artery. Aspiration was initiated inside the body. However after 2 passes, the device lost aspiration. The procedure was completed with a 2.4 jetstream® xc atherectomy catheter. There were no patient complications reported.